Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for scheduled pulse generator change procedure. During the procedure on (B)(6) 2020, fluoroscopic imaging was performed and found that the right ventricular lead exhibited externalized conductor. The lead, however, was performing normally and remained in use. There were no complications with the procedure and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that the patient presented to the clinic for a routine follow up on (B)(6) 2021. During examination, it was noted that the right ventricular lead showed an increase in impedance and capture threshold. The impedance trend showed that the increase began at the beginning of (B)(6) 2021. The patient was scheduled for a lead revision procedure on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the lead revision procedure was rescheduled. On (B)(6) 2021, the right ventricular lead was capped by dr. (B)(6) at (B)(6) hospital. The patient's condition was stable.